Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pelvic cavity') in a 23-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test" and device ineffective "device ineffective". Medical conditions: plaintiff undergo an essure confirmation test. Type of test: hysterosalpingogram (hsg). On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 7 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received. Outcome of pregnancy was updated to live birth: outcome unknown from not reported. New event she did not underwent essure confirmation test was added. Onset date of the event abnormal bleeding (vaginal, menorrhagia) was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: pelvic cavity'), genital haemorrhage ('heavy abnormal bleeding') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: plaintiff undergo an essure confirmation test. Type of test: hysterosalpingogram (hsg). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received. Reporter's information was added. Events added: pregnancy (no complications), device ineffective, abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: pelvic cavity. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.